Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noisy signals on the right ventricular (rv) lead channel. The lead is non-boston scientific product. Technical services (ts) reviewed the reports and noted that the noise was myopotential, which was a result of unipolar programming. The lead was reprogrammed per ts's suggestion. Ts noted that there was no pacing inhibition. Additionally, there were two signal artifact monitor (sam) episodes. One episode resulted in the minute ventilation (mv) vector being switched due to noisy signals on the right atrial (ra) and rv channels. The most recent episode resulted in the feature being disabled due to noisy signals on the rv lead channel. The mv feature was re-enabled. The device remains in use. No adverse patient effects were reported.